Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad blurry static image, fail water leak test from cable, tiny pin hole on cable and faulty cable unit connector. A root cause could not be identified. Based on the investigation results, the cause of the bad blurry static image malfunction was a faulty cable unit connector, while the failure of the water leak test from cable malfunction was caused by a tiny pinhole in the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subjected device had poor image. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.